Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 600 mg/dl. The cause was unknown; however, customer's continuous glucose monitor was not available due to a non-tandem sensor issue. Bg was treated with intravenous insulin and fluids. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 125 mg/dl).